Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 20mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the advancement of the delivery system through esheath+, resistance was noted when the valve was crossing the distal tip of the esheath+. The valve was successfully implanted and the procedure was uneventful. When the devices were removed from the patient, it was noted that the distal tip of the esheath+ was torn. The patient did not experience any injury. As per imagery evaluation, it was confirmed that the distal tip of the esheath+ was torn. As per imagery evaluation, it was confirmed that the distal tip was torn.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of sheath distal tip torn and difficulty advancing the delivery system through sheath was confirmed, based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra) and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. In this case, the balloon burst and subsequent withdrawal difficulty requiring surgical intervention was confirmed. The available information suggests (patient factors - annular calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.